Event description:
Engineering is investigating reports of devices that failed to turn on.

Manufacturer narrative:
Medtronic investigated the reported problem and concluded that the root cause is attributed to the rohs (lead-free) lot of capacitors, designated as c177 on the analog pcb assembly, being prone to cracking and then electrically leaking. Due to a manufacturing process change implemented at a second-tier component supplier, failures started to occur when rohs materials were put into use. The potential for this to occur is related to the level of temperature and humidity the component is exposed to. Capacitor c177 was removed from the circuit board design 08/23/06. A field safety alert notification was initiated by medtronic on 03/02/07. Medtronic notified the local FDA office of this field action on 03/02/2007.